Manufacturer narrative:
A ge service rep performed an onsite investigation. The scan converter circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury.